Event description:
It was reported that the patient was having a systemic allergic reaction. Initially, the healthcare professional did not feel it was related to the device. On (B)(6) 2015, additional information was received indicating that the patient was on the schedule ((B)(6) 2015) to have the pump and catheter explanted due to a suspected allergy to the pump. The patient status was reported as alive-no injury. The device system was used to deliver dilaudid.

Manufacturer narrative:
(B)(4). Conclusion code no longer applies to this event.

Event description:
It was later reported that the patient insisted that she was allergic to the pump because her pain was not getting better. The patient was tested and tests indicated that she was not allergic to the pump. However, the patient's primary care provider (pcp) and dermatologist said that if she felt it was bothering her, she needed it out and she should get it out. Reportedly, "everyone" stated this except the patient's managing physician. He explained to the patient that he just needed more time to titrate. On the date of the pump explant, she thought it was finally helping, but they stuck with the plan to explant it. It was noted that there was no need to send the pump back to the manufacturer representative, as the patient wasn't allergic. It was taken out for "peace of mind" and the managing physician obliged. As of (B)(6) 2014, the patient was being managed on oral medication and injections and, at a wound check, she was doing well.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).